Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a non-(B)(6) product. It was reported that there was a complication with the transseptal access at the beginning of the procedure. A baylis transseptal device was used, and the wire did not cross the septum properly. The physician repositioned and went across a second time. The patient's blood pressure dropped and tachycardia was noted on the signals. Ice imaging with soundstar showed a "substantial" pericardial effusion. The heparin was turned off and protamine was administered. A pericardiocentesis was performed and blood given back to the patient. No ablation had been performed up to this point and the case was aborted. The patient was currently stable. The caller stated that the physician thinks the issue was the first transseptal access attempt-the wire may have gone "intraseptal". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).